Manufacturer narrative:
Additional information: patient weight and gender provided.

Manufacturer narrative:
The atp board for the imaging system was returned to the manufacturer for evaluation. Evaluation of the device can be found under MDR 1723170-2017-05262 supplemental report 2.

Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative reported that initial review of logs indicate exposure error is likely the root cause. The 3d image acquisitions were not transferred to stealth as the image acquisitions were never performed due to exposure errors. Representative replaced atp board and performed calibrations. Mock exams were performed, opening and closing door and positioning was performed. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The imaging system has been used successfully for three cases. The suspect atp board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system became unresponsive and unable to push scans. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.